Event description:
A falsely depressed chloride (cl) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed chloride result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed chloride result is sample integrity. The IFU for dimension quiklyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.